Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular and envelope seals were intact. The cannula was broken at the distal end. The device passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the broken cannula. Replication of the observed damage may occur as a result of rough handling of the device. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an anterior resection, there was a damage on the end of sleeve. Therefore it can't be used. No patient is injured. No medical intervention required. Patient is stable.